Event description:
It was reported that the user received an occlusion alert with a motor stall while using the ilet pump, then primed the tubing until drops were observed and reconnected, with glucose measured at 201 mg/dl and trending down while eating spaghetti. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and characterized the event as a lack of effect, with device component details not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.